Event description:
It was reported that a patient presented with inappropriate shock noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences was reported.

Event description:
New information received the patient was reported to be deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was cardiac arrest.